Manufacturer narrative:
The vitrectomy probe has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
The scrub technician reported that during a case they noticed the vitrectomy probe was not cutting. The surgeon enlarged the incision and converted to a 20gauge vitrectomy probe. The case was completed as planned. No patient injury was reported.